Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the trial post fractured. No pieces of the instrument fell into the patient and there was no delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Lot identification is necessary for review of device history records, and it was not provided. Visual inspection identified a crack propagating on the posterior side of the trial post, thus the complaint is confirmed. The sales rep stated the crack occurred during surgery which would suggest the manufacturing process did not contribute to the reported issue. This device is used for treatment root cause could not be determined with information available.